Manufacturer narrative:
The bur subject to this MDR has not been returned to MFR for eval as yet. The bur part number and lot number info has not been provided.

Event description:
It was reported that during a spine surgery, the bur broke off in the attachment. It was also reported that no broken pieces were left behind in the pt. It was further reported that another bur was readily available to successfully complete the procedure.